Manufacturer narrative:
Unsupporting: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. H6: coding has been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jun-18 the rep reported additional information was received from the rep. They reported that the pt did not say they wanted the device replaced or explanted; it was not replaced/explanted. The rep explained they reported information in error. The cause of the recharging issues were not determined as a rep nor the pt had not attempted to charge the ins. The rep explained that the pt declined to charge the device by their own free will. *MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the incorrect information regarding this patient was provided and that this patient was in the hospital and needed an MRI. The battery was dead and the rep confirmed it. Recharging was not attempted by them or the patient that they are aware of. There were no adverse event reported to the rep by the patient or clinical staff. The patient did not charge the device by their own free will. The MRI tech asked the rep to confirm that the battery was dead, and patient was MRI eligible. The rep confirmed correct implanted components and that the device was dead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt is needing MRI. Caller states they were informed by pt's nurse that the ins battery is dead and pt cannot connect to the ins. Caller noted pt is not very compliant and they think pt may not have controller with at hospital. Caller states a manufacturer representative (rep) was notified today and came to meet pt. Caller believes the rep attempted to recharge the ins but was unable to. Caller states the rep said it would be ok to proceed with MRI and was looking to confirm this. Reviewed scan-type eligibility form as way to confirm if pt is ok for scan if they are unable to recharge ins and activate MRI mode. Caller asked to speak with rep - technical services transferred caller to the national answering service. No symptoms were reported.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause was not identified. There may not be an issue with the implantable neurostimulator (ins). The rep tried meeting with the patient multiple times, but the patient declined. The rep was notified the patient was getting a replacement without any prior notice. It was not clear if there was anything wrong with the generator. The patient had the device replaced. The physician requested the battery be sent for analysis to see if there is anything wrong with the device.